Manufacturer narrative:
Based on the results of the investigation, regarding the noisy image and a scope communication error e315, the cause was due to corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image and an e315 unsupported scope error message was displayed. There was no patient involvement.